Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks h3 & h6: the omniwire was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in an emergent coronary diagnostic procedure. During use, the wire failed to produce a yellow waveform. The procedure was completed with another wire, no patient injury reported. This product problem is being reported because the omniwire could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.